Event description:
It was reported that the patient presented to the clinic with complaints of severe dizzy spells and three falls. Upon interrogation intermittent capture of the right ventricular (rv) lead was noted. It was also noted that prior to this office visit the patient was not pacer dependent and the lead had been stable in unipolar configuration as of the previous device check. Reprogramming was done and the patient was admitted for and emergent rv lead revision. The lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 4068-45, lead, 2000. (B)(4).